Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient sustained a hepatic and splenic lacerations potentially in conjunction with a vest system. While hospitalized the patient developed abdominal distension due to abdominal compartment syndrome. The patient was taken to the operating room and splenic and hepatic lacerations were found. Three days post operative the patient underwent a hepatic artery embolization. Three days later, the abdomen was closed. Additionally, there was no report of device malfunction. The exact cause of the splenic and hepatic lacerations is undetermined at this time and were likely due to the patient¿s underlying medical conditions. However, based on the limited information, it cannot be excluded that use of the vest had an indirect contributory impact. No further information was available at the time of this report.